Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that upon opening the device, the suture and anchor were loose. T2 anchor came loose and did not deploy. No patient injury reported.